Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) had not been released successfully. Manual compression was used for hemostasis. There was no reported patient injury. The operator had many years of experience using the exoseal. The device was used in a lower extremity arterial stenosis surgery. The procedure was performed by retrograde puncture from the right femoral artery using a short cordis sheath. The device was slowly retracted at an angle of approximately 40° degrees. The pulsatile blood flow indicator stopped and then the device was slowly withdrawn for approximately 1 cm. The device indicator window turned black and black, and the user pressed the plug deployment button. The device will be returned for analysis.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) had not been released successfully. Manual compression was used for hemostasis. There was no reported patient injury. The device was stored and prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. The operator had many years of experience using the exoseal. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device was used in a lower extremity arterial stenosis surgery. The procedure was performed by retrograde puncture from the right femoral artery using an unknown short cordis sheath. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The sheath was not kinked/bent. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The indicator window did not show any red color during retraction. The exoseal vcd was securely locked with the vascular sheath introducer. There was no issue with or damage to the deployment lever. The device was slowly retracted at an angle of approximately 40° degrees. The pulsatile blood flow indicator stopped and then the device was slowly withdrawn for approximately 1 cm. The device indicator window turned black and black, and the user pressed the plug deployment button. Other procedural details were requested but were not provided. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a4, b5, b7, d10, g3, g6, h1, h2, h3 and h6. As reported, the plug of a 7f exoseal vascular closure device (vcd) had not been released successfully. Manual compression was used for hemostasis. There was no reported patient injury. The device was stored and prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. The operator had many years of experience using the exoseal. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device was used in a lower extremity arterial stenosis surgery. The procedure was performed by retrograde puncture from the right femoral artery using an unknown short cordis sheath. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The sheath was not kinked/bent. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The indicator window did not show any red color during retraction. The exoseal vcd was securely locked with the vascular sheath introducer. There was no issue with or damage to the deployment lever. The device was slowly retracted at an angle of approximately 40° degrees. The pulsatile blood flow indicator stopped and then the device was slowly withdrawn for approximately 1 cm. The device indicator window turned black and black, and the user pressed the plug deployment button. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device (7f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed, while the guard was not locked. The plug was in the manufacturing position, and the indicator wire was found not deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, the device was returned with the indicator window in the black/white position. During this visual analysis, no additional anomalies were observed. A dimensional analysis of the delivery shaft¿s inner diameter was conducted on the returned unit. The result was within specification. A deployment simulation evaluation was performed. As the guard was initially not locked, it was locked before the test began. The indicator wire was deployed. During the simulation, the wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in proper indicator wire retraction and expected plug deployment. The indicator window transitioned to the black/white and red position as intended. A high-magnification evaluation was conducted to examine the internal mechanism. No abnormal conditions were observed during this analysis. The reported event of ¿vascular closure device (vcd) deployment difficulty unable¿ was not observed through analysis of the returned device since functional analysis once the guard was properly locked resulted in complete deployment of the device. The cause of the reported issue could not be determined. However, as the device was received with the cowling/guard not locked, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard may have occurred. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.